Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: when the device was implanted on a pediatric patient, the adapter (color blue) that comes with the ventricular catheter, stay on contact with the dura mater and patient's brain collecting cerebrospinal fluid. The problem apparently is caused because the piece which is inserted on the skull is longer than the skull thickness. We do not know the exactly date for the even, we only know that the event happened on (B)(6) 2014 (during use on patient) other action taken: the doctor had to treated the patient with a device that pressure to force the cerebrospinal fluid to drainage. Additional information stated: there was no delay in the surgery, the problem occurred once the shunt was implanted. The patient had to use a headband, to press over the csf collection and allow it to drain.